Manufacturer narrative:
Product analysis: the delivery catheter system (dcs) was discarded by the customer therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the attempted implant of this transcatheter bioprosthetic valve, the valve was partially deployed and recaptured three times. During the third recapture, it was noted that the proximal end of the delivery catheter system(dcs) capsule appeared deformed and wrinkled, thereby increasing the capsule diameter. The dcs and valve were withdrawn from the patient, and a new system was used to complete the procedure. No adverse patient effects were reported.

Manufacturer narrative:
Product analysis: the delivery catheter system (dcs) was discarded by the customer therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the attempted implant of this transcatheter bioprosthetic valve, the valve was partially deployed and recaptured three times. During the third recapture, it was noted that the proximal end of the delivery catheter system(dcs) capsule appeared deformed and wrinkled, thereby increasing the capsule diameter. The dcs and valve were withdrawn from the patient, and a new system was used to complete the procedure. No adverse patient effects were reported.

Manufacturer narrative:
Conclusion: the delivery catheter system (dcs) was discarded, therefore no product analysis was performed. Images were received for review. The images provided for review do not confirm recapturing of the valve or difficulty positioning the valve. The provided images confirm that the capsule appeared to have buckled at the proximal portion of the capsule. Recapturing is a feature of the evolut system that allows for additional attempts at accurately positioning the valve. Various factors can affect valve positioning including patient anatomy or physician technique. Positioning difficulties do not typically indicate a device malfunction or a failure to meet manufacturing specifications. During the third recapture, it was noted that the proximal end of the dcs capsule appeared deformed and wrinkled. Based on the investigation completed into capsule buckle events, there is no evidence that the product fails to meet specification and these events are most likely not related to a fault condition of the device. The exact root cause of capsule buckle is unknown however, patient anatomy (vessel tortuosity <(>&<)> calcification) and use conditions due to challenging anatomy (insertion angle, force required to advance, torqueing of the catheter) are known potential contributing factors to capsule damage. In this case, the challenging anatomy present may have contributed to the capsule damage. A device history record (DHR) review was performed on the dcs and there were no correlations / issues identified regarding manufacturing. The device was manufactured per approved and released manufacturing processes and the device met all applicable manufacturing specifications prior to release for distribution. Updated h6. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information was received that no resistance was noted during loading and no issues were noted during loading. The valve was recaptured three times due to suboptimal implant depth. Unusual resistance was noted following the third recapture. It was noted that there was a pre-existing abdominal aorta kink on tissue that was not calcified. The kink was straightened with a wire and a non-medtronic wire was used to equilibrate. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.